Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door 1 phantom had failed. A field service engineer (fse) used authorized keys to recover the affected storage space. Following the recovery, the repair was verified by testing the restored storage space. Functional testing was performed using the hardware testing application, and additional validation was completed by the user. All tests confirmed proper operation after the repair. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawer failed, which located on py8s. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.